Manufacturer narrative:
The device was returned to zoll; the malfunction was duplicated and attributed to a depleted battery. The returned battery was not labeled with appropriate markings to identify age or serial number. The battery was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The product has not been received for evaluation and a follow-up report will be submitted when the investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.